Event description:
It was reported that the system 2600 displayed a low ma error and was not operational. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. The high voltage tank, x ray regulator circuit board, and the analog interface circuit board will be replaced to correct the problem. Further problems are not anticipated once the repairs have been affected. The system was tested and found to be working as intended and placed back into service.